Manufacturer narrative:
The pump ((B)(4)) was returned, and analysis found no anomaly. The catheter was returned, and analysis found a user related hole in the catheter body and damage to the transition tube. All previously reported method, result, and conclusion codes no longer apply to the event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event description updated to reflect the information received on 2019-nov-27. Device code (B)(4) added to reflect the information received on 2019-nov-27. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep) on 2019-nov-27. It was reported that part of the catheter was left in place and tied off. No further information was provided.

Manufacturer narrative:
Further review of the information indicated that a correction needed to be made to event description. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter; product ID: 8637-40, serial# (B)(4), implanted: (B)(6) 2019, product type: pump. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via a device manufacturer representative indicated that patient was receiving gablofen via the implantable infusion pump. It was reported that during the surgery on (B)(6) 2019 the pump and catheter were repositioned in the pump pocket. On (B)(6) 2019 the catheter was noted to be 90 from the anchor with no strain relief loop. The catheter was cut proximal to the anchor and cerebrospinal fluid flowed freely. A new pump segment was tunneled and connected with a strain relief loop. It was reported that the patient was doing well and the pump and catheter would be sent back for analysis. No further complications have been reported as a result of this event.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter; product ID: 86 37-40, serial# (B)(4), implanted: (B)(6) 2019, product type: pump. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via a device manufacturer representative indicated that the pump and catheter were repositioned in the pump pocket. No further complications have been reported as a result of this event.

Manufacturer narrative:
Updated to reflect the information received on (B)(6) 2019. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via a manufacturer's representative (rep) on 2019-nov-25. It was confirmed that the pump was replaced because it had reached eri. When asked for the specific expected and actual volumes associated with the volume discrepancy, the rep noted again that there had been some discrepancy, 4-5 ml more than expected. The cause of the volume discrepancy was not determined. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 86 37-40, serial#: (B)(4), implanted: (B)(6) 2019, product type: pump. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 29-jan-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding a patient who was receiving 500 mcg/ml of lioresal at 153 mcg/day via an implantable pump for intractable spasticity. On 2019-nov-05, it was reported that the patient was having higher residual volumes at their refill. The actual volume aspirated was more than expected, greater than 5 ml. The patient reported had good symptom control with the baclofen therapy. The patient's pump was at eri and was replaced on (B)(6) 2019 as eri was less than 2 months. The amount of residual drug in the pump at the time of the replacement was checked by the surgical technician and the volume was exactly what was expected. The rep was in possession of the pump and the pump was to be returned for analysis. The issue was considered resolved at the time of the report. No symptoms were reported. The patient's status was listed as "alive-no injury". No further complications were reported or anticipated. On 2019-nov-07, additional information was received from a manufacturer representative (rep) and a healthcare professional (hcp). It was reported the patient had their pump replaced on (B)(6) 2019. A new pump (sn: (B)(4)) was implanted, but the catheter (sn; (B)(4)) remained implanted. The patient reported noticing an increase in spasticity since the night of (B)(6) 2019. The morning of (B)(6) 2019 the patient stated that they went to his pain physician and they interrogated the pump, gave him a bolus and admitted him for observation. A call received from the physician was received on (B)(6) 2019 that reported they wanted to give the patient a single bolus dose because they believed the patient was having baclofen withdrawal. The patient's team of physicians decided to take the patient to the operating room (or) (date not reported) to explore the patient's catheter and pump site. Once the pump pocket was opened, the physician accessed the catheter access port (cap) and could not get cerebrospinal fluid (csf). Upon looking at the catheter, there was a bend (also reported as a kink) in the catheter below the pump connection. The physician inspected the remainder of the catheter, accessed the cap again, drawing off 2 cc of fluid, inspected the pump and catheter again and again, drawing off the port site for another 1 cc of fluid and closed the pump pocket site. Once the initial layer was closed, the physician accessed the port again and drew off another 2 cc of fluid. The issue was resolved at the time of this report. The patient's status was alive, no injury. The medication was reported as gablofen (500 mcg/ml, 153.88 mcg/day).